Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: acquiring additional information on status of the unit. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The customer mistook a leak in iab circuit for an issue with the machine having a leak. A full leak test was performed. The machine passed all calibration, functional, and safety tests. The iabp was released for clinical use.

Event description:
N/a.